Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 380 mg/dl and ketones. Troubleshooting was performed. It was stated that the customer's blood glucose levels went as high as 600 mg/dl. The customer changed the infusion set two times prior to the event. The insulin pump was programmed correctly and passed the self test. Nothing further was reported.